Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 15mm amplatzer septal occluder was selected for implant. During the procedure, the device deployed in a cobra formation. The device was replaced with a 25mm pfo to complete the procedure. There were no adverse patient consequences. It was noted a 11 fr cook delivery sheath was used when this issue occurred.